Event description:
It was reported by the patient that the recalled lead needs to be replaced. Additional information has been requested and not yet received. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).